Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's pacemaker had premature battery depletion. During the generator changeout, it was noted it was difficult to remove the lead from the device header. The pacemaker was explanted and replaced without further issue. The patient was stable throughout.

Manufacturer narrative:
The reported events of premature discharge of battery, and longevity anomaly were not confirmed. Electrical tests performed under nominal settings and at various pulse amplitudes indicated normal current levels and no indication of premature depletion detected. Longevity assessment was performed, and the device exceeded projected longevity and it considered normal battery depletion. The reported event of difficulty removing the rv lead from the header was confirmed. Analysis revealed this device has the original scalable brady pacemaker header design, which is known to have lead insertion and removal difficulties. The original sbp header required extra force to insert and remove leads from the connector ports. The lead removal issue was isolated to the design issue.